Event description:
It was reported that, immediately after the implant and before closing, periods of loss of capture were observed on the right ventricular (rv) lead. After examining the lead an outer insulation breach was seen close to where the lead was sutured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was observed to be cut and stretched during the attempted implant. (B)(4)